Manufacturer narrative:
Imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional initially reported "no adverse event", then reported left "implant rupture" confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) no other observations in the device.

Event description:
Healthcare professional initially reported "no adverse event", then reported left "implant rupture" confirmed by ultrasound. Device has been explanted and replaced.

Event description:
Healthcare professional initially reported "no adverse event", then reported left "implant rupture" confirmed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening on the posterior side assessed as unidentified (tear) opening (shell thickness within specification) no other observations in the device.